Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as a red. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Patient reported that the irritation is getting better.